Manufacturer narrative:
(B)(4). The analysis results found that the cts45 device was received with a tr45g cartridge loaded on the device unfired and in good visual conditions. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed, fired and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was there any patient consequence as a result of this event? No. Was the post-operative care of the patient changed as a result of the event? No.

Event description:
It was reported that during an unknown procedure, the device is blocked on the bronchus. They had to cut around the bronchus to remove the device. Manual sutures were used to complete the procedure. There was no patient consequence reported.